Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2018 following remote transmissions via merlin.net. Upon review, the implantable cardiac monitor exhibited episodes of undersensing. The device was reprogrammed and the patient will continue to be monitored.